Event description:
The customer stated that they received erroneous results for two patient samples tested with the elecsys hcg + beta test system on a cobas 8000 e 602 module. All sample results were reported outside of the laboratory. The repeat results of the samples were believed to be correct. An aliquot tube of the first sample initially resulted with an hcg + beta value of > 10000 miu/ml. The sample aliquot was repeated with dilution, resulting with a value of 7020 miu/ml. The primary tube of the first sample was then repeated, resulting with a value of > 10000 miu/ml. The primary tube was then repeated with dilution, resulting with a value of 11335 miu/ml. The aliquot tube was repeated, resulting with a value of > 10000 miu/ml. The sample aliquot was repeated again with dilution, resulting with a value of 10961 miu/ml. An aliquot tube of the second sample initially resulted with an hcg + beta value of > 10000 miu/ml. The sample aliquot was repeated with dilution, resulting with a value of 21895 miu/ml. The aliquot tube was repeated, resulting with a value of > 10000 miu/ml. The sample aliquot was repeated again with dilution, resulting with a value of 34326 miu/ml. The patients were not adversely affected. The hcg + beta reagent lot number was 32944605, with an expiration date of 30-sep-2019. The field service engineer could not determine a cause. He checked the sample probe liquid level detection voltage and this was ok. He performed an air purge and checked the rinse flow of the sample probe; this was ok. He replaced pinch tubing. He ran measuring cell preparation maintenance and could not find anything mechanically wrong with the analyzer. The customer ran controls. For the last calibration performed on 23-nov-2018, calibration signals are slightly lower than expected. No errors occurred with the calibration. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. When preparing the samples, the sample tubes were not inverted, clotting time was too short, and centrifugation time was insufficient. No rack adapters were used for 13 mm. Diameter tubes. Upon review of the alarm trace, sample aspiration alarms occurred, but not at the time the samples were tested. The investigation could not identify a product problem. The cause of the event could not be determined.